Manufacturer narrative:
B3: date of the event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that something was pulled through the videoscope. The issue was discovered during an unspecified procedure. It is unknown how the said procedure was completed but there were no reports of patient harm.